Event description:
Complainant alleged that the ICU staff was attempting to defibrillate a 66 year old male pt suffering from chest pains, but that the device would not charge or discharge. The device was then turned off and then back on and charged to 200 joules; the pt was then converted with one discharge using the multi-function cable. The complainant indicated that there was no adverse effect on the pt as a result of the reported malfunction.